Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on a lobectomy procedure, the doctor pressed the green button and attempted to fire, but handles could not be squeezed after changing to the fire mode. The procedure was completed with another device. There was no patient injury.